Manufacturer narrative:
The insulin pump passed the functional, displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests. The bolus wizard functioned properly per wizard sample in the user guide. No active insulin anomaly noted. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and was verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted during testing. The insulin pump was received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer believed he was not receiving the proper amount of insulin from his pump. His blood glucose was 6.5mmol/l at the time of reporting. After troubleshooting, it was determined that his insulin pump needed to be replaced. No additional information was reported.